Event description:
No additional information on reported event.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 11 years post implantation due to pain. During the revision metallosis fluid and tissue noted. The head was exchanged with sleeve and bearing added. Stem and cup remained intact. No complications were noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 reported event was confirmed via medical records and radiographs that were reviewed by a health care professional. A review of the available records identified findings of the reported issues metal artifcats noted in radiology report, avulsion fracture of trochanter with no medical intervention, increase in pain noted, metallosis fluid, femoral and acetabular components well fixed. The lab notes identified elevated metal ions. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173662-m2a head-750640, 14-103202-taperloc microp fmrl-472840. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00411. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that patient underwent a revision procedure approximately 11 years post implantation due to pain, discomfort, lack of mobility, elevated ion levels, infection, tissue damage, bone erosion, and metal wear. Attempts have been made and additional information on the reported event is unavailable at this time.